Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that there was saline residue on the mask, jar, jet, and cap. No evidence of kinks, saline build up, or other types of occlusion were observed in the tubing or jet. No defects or anomalies were detected. Functional testing was performed and the nebulizer misted properly and the tubing stayed attached during the duration of the test. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the device does not produce a mist.

Event description:
The customer alleges that the device does not produce a mist.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.